Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and with the obtained information, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was conducted in accordance with IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following instruction for use (IFU): the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material that came out of the nozzle. In addition to the reportable malfunction, the following were noted: the due to clogging of the nozzle, the air and water supply volumes and the water removal ability did not meet the standard values; the due to wear of the angle wire, bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the adhesive on the bending section cover had a white-clouded area; the light guide lens had a crack; the air/water-cylinder had corrosion; the connecting tube and the image guide protector had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The customer did not provide further details regarding the cds process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a defective air supply. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.